Event description:
Healthcare professional reported right side exchange from textured to smooth breast implants due to the patient¿s concern with the product. Healthcare professional additionally reported "hole, non-specific." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, one opening extended on the radius, and crease fold. A microscopic analysis was performed which identified: one opening sharp and non-penetrating nick, near of the opening site, this condition was called surgical impact, and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - one sharp opening on the radius assessed as surgical impact.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and patient's concern with the product.

Event description:
Healthcare professional reported right side exchange from textured to smooth breast implants due to the patient¿s concern with the product. Healthcare professional additionally reported "hole, non-specific." Device has been explanted.